Event description:
The following description of the event was reported to carefusion (B)(4) by the foreign distributor in (B)(4) and relayed to carefusion via email and documented by a carefusion tech support specialist. "After ext high peak the ventilator stopped giving breaths to the pt. Oxygen saturation went drastically down and the pt became hypoxic. The power was cycled, the pt was ventilated for 10 mts and the alarm recurred. Then the ventilator stopped giving ventilation. The pt was then connected to oxylog transport ventilator for few hours."

Manufacturer narrative:
On (B)(4) 2011, carefusion sent an e-mail to the foreign distributor seeking add'l info concerning the reported event. As of (B)(4) 2011, there has been no response to the e-mail from the user facility. Neither the user facility nor the foreign distributor submitted a user facility/importer report to the MFR. (B)(4). Carefusion issued a (B)(4) to the foreign distributor in (B)(4) for the return of the alleged faulty gas delivery engine for eval. As of the date of this report the alleged faulty gas delivery engine has not been received. Once the alleged faulty gas delivery engine is received and the eval is complete, carefusion will submit a f/u medwatch report.